Event description:
The customer reported that while fluoroing, the c-arm auto contrast turns off.

Manufacturer narrative:
(B) (4). The ge service rep installed the sbc and s4 image processor. The system performed as intended.